Event description:
(B)(4). Initial implantation was botched first was deployed, not seen, then another was deployed same side, on one month dye- xray, showed the first had perforated my tube, and was free floating in my abdomen, somewhere near my rectum/colon. I was scheduled to have an umbilical hernia fixed after my last child in 2011...and talked that surgeon into helping my ob-gyn to remove the first deployed implant. I had to put my foot down and demand my surgeon remove the one that perforated my tube. Initially I was skeptical of the whole procedure...I had never heard of these, he told me he had done 'a lot' of these, and I requested quantitative and longitudinal reports (which he never gave me) -his advice was that I "was too heavy to have anymore children", and he pressured me into these implants as my best option, minimally invasive, short recovery for an outpatient procedure. I feel this ob-gyn was probably paid or rewarded handsomely, for 'recommending' these, all the while, not doing his due diligence in finding out if they were safe for the long run.